Event description:
Meter name: one touch ultra, strip name: one touch ultra test strips, meter code: 23, strip code: 23, strip storage: stored correctly, symptoms: swollen arms. The pt reportedly was hospitalized in ICU. The meter allegedly was inaccurately high. The pt does not recall the result from pt's meter prior to being hospitalized. The pt had compared pt's meter to the dr's ot ultra meter and the result on pt's meter was 360mg/dl. The result from the hosp ICU department is documented as "400 something" (units not specified). The result on the dr's ot ultra meter was 311mg/dl. The time difference between the pt's results and the ICU as well as the dr's meter was unknown. The treatment was with IV fluids and pills. No further info has been reported.